Event description:
It was reported that the patient was hospitalized with hyperglycemia while using the blood glucose monitor. The patient received blood glucose results in the 80 mg/dl to 85 mg/dl range. The patient experienced symptoms of thirst, fever, and vomiting. The patient's mother didn't administer any additional or corrective insulin dosages based on the patient's symptoms or readings as she didn't relate these symptoms to hyperglycemia. The patient's mother administered antiemetic and antipyretic drugs. The patient's condition remained the same and the patient's mother took him to the hospital "hours" later. The exact timeframe was not provided. The blood glucose result at the hospital was 500 mg/dl. The patient was treated with insulin at the hospital. The patient was admitted into the intensive care unit on (B)(6) 2025 and released on (B)(6) 2025. The patient's mother also stated the test strips are stored outside the original vial.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.